Event description:
Kw 03-18-2021. Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2021, the patient reported that she experienced dizziness and high blood glucose level as the insulin was not being delivered due to a bent cannula and she noticed it when the cannula was removed from the site. Her highest blood glucose level was 680 mg/dl. Therefore, she tried to treat it with a bolus via pump. Subsequently, on the same day (B)(6) 2021), the patient was admitted to the hospital, where she received fluids of saline, insulin, and unspecified medication intravenously (drug name unknown), which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Moreover, the patient did not notice any damage to the infusion set when the package was first opened. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.